Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a routine check-up, excessive magnet reversions were observed despite no known magnet exposure. The patient is currently in a nursing home. Turning off the magnet reversion electrogram trigger was recommended. No further information is available.